Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Six (6) simulations were performed, where the investigator primed and installed a new IV set (item 490036). In each simulation a different rate was set, and then a 1ml bd syringe was used to inject a .4ml air bubble upstream of the pump. The rates that were set are: 10ml/hr, 50ml/hr, 100ml/hr, 150ml/hr, 200ml/hr, and 300ml/hr. In each test the pump alarmed as designed and intended. The air in line sensor fluid filled display and air filled display were both evaluated, and were within specifications review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: air was in the line, but the pump did not alarm air in line. No patient injury.